Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication sled was faulty. A field service engineer upon arrival the machine was stuck on a white application screen with an error indicating hardware initialization failure. Checked the communication sled and observed no light emitting diodes. Replaced the communication sled, after which leds were restored. Performed a firmware update to recover drawer functionality, and customer was able to successfully open all drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was stuck in a reboot loop. When the screen reached initializing device manager, it restarted the process and does not proceed beyond that point. Both soft and hard reboot attempts were made; however, the issue persists. However, there were no delays or adverse events or injuries reported based on this event.